Event description:
Procedure type: hernia. According to the reporter: it was noticed on the patient that he developed a skin rash. On his stomach. No other information is available.

Manufacturer narrative:
(B)(4)